Event description:
The device was used during a splenectomy procedure. It was reported by the affiliate that the surgeon noticed, after firing the device, the staples were not present on the tissue. The tissue was handsewn by the dr without any problems. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.